Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer had issues with sensor signal, change sensor alarm, and calibration issues. The customer's blood glucose level at the time of incident was 282.6mg/dl. Troubleshoot was conducted. It was reported that the site showed signs of infection. It was reported that the sensors would be replaced and returned for analysis.